Manufacturer narrative:
A ge rep evaluated the system and replaced the camera and image intensifier. System operates as intended. (B) (4)

Event description:
Customer reported poor image quality. No pt injury reported.